Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0429 on n.a. Many years later legal complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, bleeding, permanent scarring, permanent bodily impairment and related sequelae. As well as extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damages. No further information has been provided.